Event description:
It was reported that during a routine follow-up, the pulse generator's battery data could not be obtained. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.